Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2014-01026 / 01030 & 01032).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2003 due to infection.

Manufacturer narrative:
This follow-up report is being filed to relay correct revision date.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2003 due to infection.